Event description:
Dealer states the unit will not lock into place on either side. He states the left side get stuck when you go to put it down. No further information provided. Original order (B)(4).